Event description:
White hard stuff in nose in mourning, congestion, stuffy nose, sore throat, headaches, dizziness, coughing, unable to eat in morning for hours, throwing up if I tried to eat too soon in morning, loss of sleep, wake up exhausted in morning, so dizzy have to use cane when I get out of bed, loss of quality if life, suppose to help me sleep and not stop breathing, too many side affects, my doctor says keep using I could stop breathing in my sleep have to use the dreamstation only per doctor, sleep lab and insurance company. FDA safety report ID# (B)(4).